Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer successfully reloaded the same cartridge to resolve the issue. Additionally, it was reported that the customer's insulin gauge was inaccurate. Customer¿s blood glucose was 166 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.